Manufacturer narrative:
Date sent to FDA: 08/01/2017. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and was tvt-o implanted. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/01/2017. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and was tvt-o implanted. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 08/01/2017. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and was tvt-o implanted. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.